Event description:
It was reported that the recharger has been unresponsive with a blank display and beeping every 5 seconds. As a result, the patient has not been able to charge their ins. The caller also noticed that the desktop charger connector pin was bent. Agent had the caller reset the recharger, which resolved the unresponsiveness issue. They confirmed the recharger resumed normal functioning, and the recharger battery appeared to be fully charged. A request was sent to the repair department to replace the desktop charger. An email was sent to prs to update the patient's managing hcp information.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type: recharger. Product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.